Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj7868, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle when sewing the skin. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/28/2020. Additional information: the following information was requested but unavailable: please confirm, any patient consequences.